Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/27/2022 additional information: d4, h4, h6 h6 component code: g07002 no device return a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related to: 2210968-2022-03467, 2210968-2022-03468, 2210968-2022-03469, 2210968-2022-04079.

Manufacturer narrative:
(B)(4). Device not returned . This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 6*0,7*0 and 8*0 viciblack ethicon prolene sutures, were broken off several times from the needle connection and from the middle part in the same operation on (B)(6) 2022. In the meantime, the needle was bended during anastomosis. Additional information has been requested: please confirm how many devices from prolene 8-0 presented the alleged issues (pull-off/suture breakage/bending needle) during suturing on this one patient during this single surgical procedure? * please provide lot number(s) for product code 8307h & 8335h. Please confirm how many devices from product code 8307h presented the alleged issues (pull-off/suture breakage/bending needle) during suturing on this one patient during this single surgical procedure? Please confirm how many devices from product code 8335h presented the alleged issues (pull-off/suture breakage/bending needle) during suturing on this one patient during this single surgical procedure? The facility has shared wrong information on 8/0 prolene. Bo problem was seen on8/0 suture lot information: 8307h lot: pch266. 8335h lot: pmr713. Both products were used on the same patient in distal coroner artery anastomosis. In total, 5 times the issue was seen in the surgery by both codes to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-03467, 2210968-2022-03468, 2210968-2022-03469, 2210968-2022-04077, 2210968-2022-04079.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2022 and suture was used. During the procedure, the thread needle joint is coming apart, the thread breaks, and the needle is bent. There were no patient consequences reported. Additional information was requested.